Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device manufacture date: unknown. (B)(4). Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received this information. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical services emailed the customer that bd does not have data available on collection with mice samples. Complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a unknown bd microtainer, the customer reported poor separator movement. The following information was provided by the initial reporter: "I used the bd microtainer tube sst gold cap to collect my mice blood. I used the recommended centrifuge speed 6000g for 5 min in a fixed rotor centrifuge. After I centrifuged, there were a lot of white floating particles on the surface of the serum. Do you know the reason?".